Event description:
The company was informed that the pt¿s device will be explanted due to persistent irritation at the implant site, around the edge of the device housing. The pt reported has this skin and wears motorcycle helmet most of the days. Surgery date has been scheduled.